Event description:
The sales representative reported that the user facility stated that there was a residue on the device during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.